Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, multiple false high ventricular rate episodes and premature ventricular contractions episodes were observed on the atrial lead due to atrial undersensing. After trying other sensing configurations, the patient was left with his original settings. The patient could be having many atrial fibrillation (af) burden. The patient was stable and will continue to be monitored.